Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. No information regarding adverse patient consequences were reported.